Manufacturer narrative:
(B)(6). Date patient pain began is not known. This report is for two (2) unknown 2.7 mm variable angle locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 patient fell on her right elbow while shopping. Patient was transported to the hospital where she was found to have sustained an acute comminuted intra-articular fracture of the proximal ulna and an acute transverse impacted fracture of the head of the proximal right radius. Patient was placed in a sling, given pain medication, and sent home with instructions to follow up with her doctor the following monday. On (B)(6) 2016, patient underwent an open reduction internal fixation (orif) right olecranon and excision of the radial head with placement of a radial head implant. The synthes olecranon plate and radial head were utilized. The pre-and post-operative diagnoses were displaced right olecranon and radial head. Patient was discharged home. On (B)(6) 2016 patient had an office visit and followed up with the surgeon who performed the surgery. Surgeon noted that the prosthesis was in satisfactory position and alignment following the surgery. Patient attended physical therapy twice per week as instructed by her surgeon through (B)(6) 2016. Although patient was released from physical therapy, patient continued to experience intermittent pain in her arm and elbow and had not recovered to her full range of motion. In (B)(6) 2016, patient presented back to her surgeon complaining of consistent pain. Surgeon noted his concern that the radial head implant may be causing some impingement either proximally or distally or both. Patient continued following up for consistent elbow pain. On (B)(6) 2017, the reported pain level of 9 out of 10 if any motion or resistance were present. During a routine office visit x-ray imaging confirmed that the pin was eroding into the bone in her arm. Surgeon noted that the patient has been dealing with a radial head implant with significant erosive changes. Patient was referred to another surgeon who evaluated her on (B)(6) 2017 with his finding as ¿she continues to have pain localized in the lateral elbow but also down her forearm and into her wrist¿. His assessment was displacement of internal fixation device and found ¿several ostial lysis of the prosthesis with windshield wiper effect of the stem¿. Follow up surgery was performed on (B)(6) 2017 where the surgeon removed the radial head, stem and plate with screws. It was noted that the patient present with continued pain related to the loosing of the radial head and stem in that area as well as prominent hardware over the olecranon and observing a loose symptomatic radial head. Patient was discharged from the hospital on (B)(6) 2017 to return on as needed basis. An unknown complication concerning the follow up surgery on (B)(6) 2017 was reported to have extended the procedure longer than anticipated. Currently, patient is reported as having problems writing with her right hand. She also loses her grip and drops things regularly. This is report 4 of 7 for (B)(4)

Manufacturer narrative:
Additional device code hwc. UDI# (B)(4), lot#unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.